Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed. During the visual inspection, the instrument was found to have a broken distal clevis on one side of the ears of the clevis. The yaw pulley was also found to be broken at the posts. The broken pieces were returned with the instrument. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis did not show damage.

Manufacturer narrative:
The permanent cautery hook instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, while cauterizing tissue, the yellow plastic casing on the outside of the permanent cautery hook (pch) instrument suddenly broke inside the patient. An hour was spent looking for the broken instrument pieces and an x-ray was performed to confirm no additional pieces remained in the patient. Another pch instrument was used to complete the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no issues were noted. When the event occurred, the surgeon was performing cauterization of tissue and the instrument was in use for 15 minutes. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material. The fragments were retrieved using a laparoscopic grasper. All fragments were retrieved which was confirmed by performing an x-ray. No additional surgical procedure was required to remove the fragments. The procedure was completed.